Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. Visual and microscopic inspections and functional tests were performed on the returned device. It was observed that the wire was kinked at about 7.5cm from the proximal end. Other minor kinks were also observed on the device. The pressure sensor was intact and there were yellow appearing debris on the sensor housing. The distal tip was kinked and the dome was corroded. The torque device was not returned. The proximal coil was stretched/not fully engaged at the joint with the hypotube thread. The proximal coil had become detached from the hypotube and a section of the proximal coil wire was protruding and some internal wirings were exposed. An electrical resistance test was performed to find any open an/or shorts in the electrical circuit of the devic and the test revealed that the green lead was broken. When functionally tested, device failed to produce the pressure signal by displaying an error message "(108) cable signal unstable". (B)(4). The most likely cause of the observed signal failure was the hypotube - proximal coil joint damage, which was likely the result of user handling. It is possible to cause the observed damage and therefore an electrical malfunction if the device is impacted, manipulated, or if excessive force is applied. Excessive flexing can break or damage the internal components which could result in a signal failure. Unfortunately, we could not conclusively determine when or how the observed damage occurred. A clinical assessment was conducted by the volcano corporation scientific affairs department. The results of the assessment are summarized below: there were no reports of patient injury. The patient was discharged as expected and is currently in good condition. No additional intervention was required to remove the wire. Although no patient injury was noted in this case, there is potential for this failure mode to cause patient harm. A section of the proximal coil wire was protruding and some internal wirings were exposed which has the potential to cause vascular damage. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
It was reported that after implanting the third stent, it was not possible to pull back the stent-delivery device. The physician had to pull out the whole wire and it was observed that the wire had been damaged. As per additional information provided, no visual damage was initially observed on the device when it was removed from the packaging. The device was not broken into 2 pieces and no protruding parts were observed. All portions of the wire appeared to be accounted for. The doctor tried to shape the wire using an introducer needle. The wire had been in the patient the whole time. The physician used it 3 times however, resistance was only observed after the third stent was inserted and the wire became stuck within the stent-delivery device. No patient injury or adverse events have been reported and the patient was discharged as expected.